Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The tmj tracking coordinator has reached out to the surgeon's office for confirmation, no response has been received at this time. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The patient reported a revision surgery to remove tmj implants due to chronic infection and inflammation via the tmj patient tracking letter. File two of five.